Manufacturer narrative:
Date of event: date of publication journal article. Title: budd-chiari syndrome managed with percutaneous recanalization: long-term outcome and comparison with medical therapy international journal of gastrointestinal intervention journal. Homepage: www.ijgii.org int j gastrointest interv 2019;8:74¿81 chinmay bhimaji kulkarni et al. / percutaneous recanalization of budd-chiari syndrome pissn 2636-0004 eissn 2636-0012. Https://doi.org/10.18528/ijgii180001. If information is provided in the future, a supplemental report will be issued.

Event description:
Model for end-stage liver disease (meld) score of 16 and rotterdam score of 1.23 (class 2). Short segment occlusion involving right hepatic vein ostium. Middle hepatic vein and left hepatic vein were occluded. Inferior venacava was patent. Through transhepatic approach occlusion crossed and 8 mm × 37 mm balloon expandable stent deployed across the occluded segment. Post-stenting angiogram shows the free flow of contrast across the stent. Stent thrombosis occurred at 26 months, which was successfully treated by thrombolysis, angioplasty, and stenting. Follow up doppler at 8 months showed patent stent.